Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a lens implanted as a piggyback in the sulcus is changing colors and appears to be opacified. The pt reports vision loss. Additional info, including pt status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested 6/7/2007, 6/8/2007, 6/14/2007, 6/15/2007 and 6/25/2007 by phone, mail and fax. A completed questionnaire has not been returned.